Event description:
During analysis of a pt in full cardiac arrest, the defibrillator interpreted the rhythm as non-shockable. The pt was in ventricular fibrillation. On a second analysis a couple mins later, it correctly identified the pt's rhythm, which prompted a shock correctly.